Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during a colonoscopy. According to the complainant, during the procedure the clip attached to the target site but would not release from the delivery catheter. After the nurse manipulated the device, the clip eventually released from the catheter, but subsequently tore the stalk of the polyp. No additional bleeding was reported. The clip was left to pass naturally in the patient. The procedure was completed with another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was listed as fine post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly fully deployed. As reported, the clip assembly was left to pass naturally in the patient, and therefore, was not returned for analysis. The control wire was separated per design. The reported event of clip difficult to release from the delivery catheter was not able to be confirmed. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during a colonoscopy. According to the complainant, during the procedure the clip attached to the target site but would not release from the delivery catheter. After the nurse manipulated the device, the clip eventually released from the catheter, but subsequently tore the stalk of the polyp. No additional bleeding was reported. The clip was left to pass naturally in the patient. The procedure was completed with another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was listed as fine post procedure.